Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-18611, 3006705815-2022-18612. It was reported that the patient was unable to set their system to MRI mode due to high impedance. Surgical intervention may occur to address the issue.

Manufacturer narrative:
D6b: date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's system was explanted on an unknown date.